Manufacturer narrative:
Continuation of d10: product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-jul-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's rep regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. The patient stated it was after this surgery the patient had a hole in their spine that was leaking all night and the hcp had to do a 3rd surgery to place a patch on the spine. The patient's rep stated the patient neurologically declined a lot. The hcp thought it was related to the patient's shunt but when they checked the shunt it was fine. The patient was in the intensive care unit (ICU) for weeks. {refer to manufacturing report # 3004209178-2023-13683 regarding previous surgery.}